Event description:
The customer reported the system would not produce images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the camera. System operates as intended.